Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that physical stress was applied to the bending section cover (a-rubber) during a prior procedure which caused breakage of the a-rubber glue. Since the breakage was likely undetected, the device was used, and the glue fell off during the reported procedure. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual: chapter 5 troubleshooting warning: if any parts of the endoscope fall off inside the patient body due to equipment damage or failure, stop using the endoscope immediately and retrieve the parts in an appropriate way.¿ ¿operation manual: chapter 3 preparation and inspection (detection method of abnormal appearance)¿. ¿reprocessing manual: chapter 5 reprocessing the endoscope (detection method of leak).¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and the allegation was confirmed. The glue joint between the insertion tube and bending section cover was missing. Additionally, there was cut/leak and peeling from the insertion tube, corrosion on the electrical connector, electrical continuity test failure, and angulation was out of specification. The device was repaired and restored to its original factory specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report has been submitted by the importer under this MDR report number (B)(4).

Event description:
The customer reported that the chip broke off from the evis exera ii bronchovideoscope during an unspecified diagnostic procedure. The broken piece was found in the patient's airway. The scope was immediately removed along with the whole broken piece accounted for. The scope was replaced, and the airway was reinspected for possible fragments, which there were none. The procedure was prolonged for 30 minutes and completed without further incident using a similar device. There was no harm or user injury reported due to the event.